Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The patient stood in the bathroom at the sink, then suddenly a loss of strength in the left leg and fall by the sudden pain and loss of strength in the left leg. Previously no trauma.